Event description:
Pt underwent cataract extraction with insertion of an intraocular implant. The surgery was uneventful. Upon the post-op appointment the following day, it was discovered that the pt had apparent metal fragments in her operative eye. The pt suffered no ill effects or visual loss at the time. This was reported to facility and equipment used for procedure was removed from work and returned to MFR for evaluation.